Event description:
It was reported that patient experienced an infection at an unknown location. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.

Manufacturer narrative:
D6b: is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. Date of event is estimated.